Event description:
The customer's parent reported via phone call that the customer received two motor error and two no delivery alarms on the insulin pump. The infusion set and reservoir had been changed. Customer's blood glucose was 300 mg/dl. It was stated customer had been experiencing high blood glucose all week due to the issues with the insulin pump and had been treated with manual injections. It was advised the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm occurred during prime/rewind testing at 2.5 lbs due to faulty force sensor resistor. It was not possible to perform the occlusion test and no delivery test due to the alarm. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The device was received with a cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, minor scratches and a cracked display window.